Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the malfunction fibre bonding in the outer tube area (distal end) was damaged is traced to component failure and malfunction plug of the video cable section had foreign material could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited plug of the video cable section had foreign material and fibre bonding in the outer tube area (distal end) was damaged. There was no patient involvement.